Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure in (B)(6) 2013. Access was obtained via a 6f sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size to be >5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that when the sheath was retracted there was no advancer tube present. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1234002) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.